Manufacturer narrative:
Product analysis: the device was flushed, and a 0.035¿ guidewire was loaded. A 20ml water filled syringe was used to inflate the balloon and a pinhole leak was observed on the proximal end of the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was attempting to use an evercross pta balloon for treatment of a plaque lesion with 90% stenosis in the distal region of the  superficial femoral artery. There was no tortuosity or calcification. The IFU was followed during preparation with no issues identified. A non medtronic pressure pump was used for inflation. Inflation fluid was used. It was reported at 6atm balloon inflation difficulties were encountered, no leaks were noted on the device. The device had not passed through a previously deployed stent and no resistance has been encountered during advancement. The balloon was replaced with a new one and the operation was successfully completed. No patient injury.